Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter; product ID neu_unknown_prog, product type programmer, physician. (B)(4).

Event description:
It was reported that during an interrogation there was a telemetry issue. It was believed that the patient had and el pump and the wrong application was used. The correct application was then chosen and this resolved the telemetry issue. The pump was successfully updated. A motor stall did occur due to the el magnet use. The pump was to be monitored for stall recovery. There were no adverse events to the patient. This device system delivered dilaudid.